Event description:
Event description guidant received information that this chronic right ventricular defibrillation lead was demonstrating loss of capture event at maximum output and pulse width. It was reported that the lead was thus explanted/replaced and during the same procedure, this patient's implantable cardioverter defibrillator was electively explanted/replaced as well.